Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and the patient also experienced a thrombus. The lead was explanted and replaced. During replacement, a lead was attempted and not used due to noise. A different lead was implanted. No further patient complications have been reported as a result of this event.